Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass. No missing segments could be confirmed due to the bleeding display glass. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a partially blank display screen on her insulin pump. Her blood glucose was 141mg/dl at the time of reporting. She was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.